Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the top of the reservoir lip was warned and cracked due to which the reservoir was not able to lock in place when inserted into the insulin pump. The customer's blood glucose level was 350 mg/dl at the time of the incident. The customer informed that it the insulin pump broke and they could not see well. The customer declined for high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.